Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient supposed to have his pump refilled in michigan but stayed in florida instead. He forgot to notify the doctor office. The cause of the event the malfunction was due to running out of medication and the pump started beeping. The pump was refilled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that patient was at the hospital and stated that his pump malfunctioned over the weekend. The hcp did not have any additional details on the allegation. Agent reviewed option to have a medtronic representative (rep) come to the facility to interrogate the pump. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.